Manufacturer narrative:
One ensite x amplifier (sn: (B)(6) was received for evaluation. The field reported event was able to be duplicated by ic short testing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to an electrical open to the channel 55 of the ampere connect port to the front plane assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia procedure, signal issues resulted in a procedural delay. The ablation catheter electrode 3 was noisy and the electrode was not visualizing properly on the catheter. The ampere connect cables, ampere generator, tactisys and tactisys rf cable were all swapped, but the issue persisted. The electrode 3 was disconnected in the ensite catheter setup tab which allowed the catheter to display on the system properly, without electrode 3, but the ablation proximal signals could not be used and the procedure was able to be completed with no adverse consequences to the patient.